Event description:
It is alleged that while in its original unopened package the balloon on this device exhibited the appearance of a "zebra" stripe through the balloon. The balloon also appeared to exhibit signs of degradation. There was no pt involvement. The device is being returned to for evaluation.